Event description:
It was reported that the insulin pump was alarming during the prime process. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The insulin pump was received with a missing end cap sticker.